Event description:
A pt died 30 minutes after receiving transfusion of platelets in 2002 at 1500. The platelets were prepared from blood collected two days prior to the event. The platelets were pooled the day before the event.